Manufacturer narrative:
No pt info was available at the time of this report. The device has not been returned to the MFR.

Event description:
Medtronic rep reported that while in a biopsy procedure, one of the screw heads was stripped and the screw driver could not engage and hold. The screw had to be removed manually with forceps after breaking the plastic part of the kit. There was no impact on the pt outcome.